Event description:
It was reported that after a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the system encountered errors when the port clutch button on patient side manipulator (psm) 2 was pressed after undocking. The customer power cycled the system, but the error persisted. An isi technical support engineer (tse) reviewed the logs and confirmed error 32100 on psm2 wrist brake. The tse walked the customer through a hard power cycle of the system with no change. The tse walked the customer through disabling the psm2 to use as a three arm system. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found error 32100 on setup joint (suj) 2 wrist caused it to lock. The fse replaced the suj. The system was tested and verified as ready for use. Isi has requested the suj 2 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32100 on psm2 wrist brake related to the reported complaint. An event verification confirmed the radical extraperitoneal with lymphadenectomy prostatectomy procedure was performed on the reported event date (B)(6) 2022 on system sl0087. This complaint is being reportable malfunction event due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The error was confirmed in the remotefe error logs. The error referenced the z-axis in system sl0087.